Event description:
Customer reported they got a shock and burn on her hand while holding the switch down.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, pad bunched, bent/broken lead, bent/broken thermostat, pad dirty or stained. Cord also appears to have been cut by an unknown source and taped back together with electrical tape. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move to a more robust, round, stv cord to make it more difficult to misuse the product to the point where the cord fails. Since the change we have not seen any cord break failures like the one described.